Manufacturer narrative:
The catheter has been evaluated and a punctured hole was found at 2.4cm from the distal tips. Results - catheter lumen.

Event description:
During an avm treatment procedure, it was reported that the guidewire had exited out of the catheter prior to the distal tip. No pt injury reported.